Event description:
Thrombus was found within the implanted cypher stent two days after the procedure.

Manufacturer narrative:
This pt presented to cardiac catheterization for elective treatment of a de novo lesion in the distal left anterior descending artery (lad) of 40mm in length in a 3.0mm vessel diameter. The (type c) concentric lesion was also calcified and flexion. Pre-dilation was conducted with a 3.0x20mm balloon at 8 atm before deploying one 3.0x18mm cypher at 16 atm. Post-dilation was not conducted. Ivus was conducted. Untreated lesion remained proximal to the cypher because the lesion was heavily calcified, and the treatment was risky. Also, the inner lumen was more than 2mm, so it was not treated. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Act was measured. A continuous IV of heparin (10, 000u/day) was continued post-procedure. Two days after the procedure, while still hospitalized, the pt complaint of chest pain, and felft like retching. St elevation on ECG was confirmed. Coronary angiography was conducted and thrombus was observed inside the implanted cypher stent. To treat the thrombus, aspiration and poba were conducted. Because the physician suspected the possibility of hit, argatroban (20mg/day) was administered instead of heparin after the thrombosis was treated. This product is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.